Event description:
Drive devilbiss healthcare was notified of an incident involving a walker by the end user, who reported that while using the walker, the walker hit a crack and stopped abruptly, causing her to fall over the top of the walker and sustain a fracture in the tip of her tibia. There was no specified defect in or malfunction of the device. Product labeling states,"be aware of the following, gaps in the floor." As part of its complaint review and evaluation process, drive devilbiss healthcare will also notify the manufacturer of the product about this complaint.